Manufacturer narrative:
(B)(4). The device was received for evaluation. Clamp function testing, clear passage testing, and leak testing were performed with no issues noted. A visual inspection was performed and a broken spike was observed. The cause of the broken spike could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a damaged uv flash transfer set. It was reported that the spike became bent during use. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.